Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor stopped functioning, a replacement was started but did not complete pairing after warmup, and the cgm displayed an offline status; history showed a brief sensor issue followed by a replace sensor alert, and later the cgm menu indicated start sensor. Symptoms included loss of cgm data. Outcomes included interruption of glucose monitoring and the need to place a new sensor and enter a pairing code. Investigation included guided troubleshooting, review of device alerts, and a follow-up call to verify pairing status. Investigation of this case revealed that the prior sensor failed to pair and did not resume function after warmup, consistent with a pairing failure and transient sensor issue. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-to-receiver communication failure.